Event description:
It was reported that the customer was hospitalized for high bgs. Bgs could not be controlled with the pump. The customer had a back up plan. Suggested the customer to take manual injections per md protocol. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed. A replacement pump was requested.